Event description:
It was reported that during an implantable neurostimulator (ins) placement, the lead was interrogated and high impedances were measured. The reporter stated the impedance of electrode two was greater than 10 ,000 ohms consistent with a possible defect along the electrode. It was noted that electrodes 0, 1, and 3 were still functional. It was further noted the patient had stimulation along their right lower extremity. The reporter stated the lead was then connected to the extension and ins and the system was completely functional. The reporter further stated that prior to leaving the operating room, the ins was completely functional and could be interrogated through the skin. It was noted the patient had tolerated the procedure well. It was further noted the patient was programmed to 0-, 1+, 2 off, and 3- with amplitude of 6.4, pulse width of 390, and a rate of 60 hz. It was later reported the patient¿s stimulation was inadequate and there was a lead fracture. The reporter stated that during the last ins placement electrode two was not functioning. The reporter further stated that recent programing of the ins was noted to be ineffective in providing adequate stimulation of involved areas. It was noted the patient¿s ins and lead were removed. The reporter stated that during the removal of the lead electrode two was noted to have significant scar formed around it.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. Product ID: 3887-28, lot# l68179, implanted: (B)(6) 1999, explanted: (B)(6) 2010, product type: lead. (B)(4).